Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Initial reporter facility name: (B)(6) hospital . A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd spinal needle 27ga 3.50 syringe was leaking. The following information was provided by the initial reporter, translated from spanish to english: "in the moment of return of the csf, the administration of the medication begins and the syringe is poorly tied and it was not possible to secure it and the medication leaks through the walls causing dripping during administration. It is untied again and the syringe is screwed on with more medicine and dripping down the walls again, for which its use is considered unsafe due to the risk to the patient as the amount of anesthesia volume administered to the patient is unknown. The technique itself is ideal for this type of procedure, but this incident does not occur with other brand devices."

Event description:
It was reported that the bd spinal needle 27ga 3.50 syringe was leaking. The following information was provided by the initial reporter, translated from spanish to english: "in the moment of return of the csf, the administration of the medication begins and the syringe is poorly tied and it was not possible to secure it and the medication leaks through the walls causing dripping during administration. It is untied again and the syringe is screwed on with more medicine and dripping down the walls again, for which its use is considered unsafe due to the risk to the patient as the amount of anesthesia volume administered to the patient is unknown. The technique itself is ideal for this type of procedure, but this incident does not occur with other brand devices."

Manufacturer narrative:
H6: investigation summary no physical samples that display the reported condition were provided to our quality team for investigation. A device history review was performed for lot 2111005, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. The product was visually inspected, no damage or cracks were observed on or near the luer connection. Functional testing was performed, connecting the needle to a syringe. Liquid was able to pass from the syringe through the needle and no leakage was observed. Product is visually and functionally tested throughout manufacturing according to procedure, verifying all critical dimensions are within specification. Testing results for lot 2111005 verified product met all required limits. Based on the available information we are not able to identify a root cause at this time.